Event description:
While using this piece of equipment intraoperatively, the machine alerted that it was not functioning properly. It was then taken out of the patient and tested and the jaws were wiped with a 4x4 sponge. After the jaws were cleaned it was noticed that a piece had broken off and was left behind in the 4x4. The instrument and broken piece were removed from the field